Manufacturer narrative:
The device has been returned for investigation and add'l time is required to complete this action. A supplemental shall be submitted upon the completion of the investigation.

Event description:
It was reported that, during testing, when the device was turned on, the main lcd display went blank while audio voice still played. An additional problem reported was the claim of not shocking on a shockable rhythm. No pt involvement.